Manufacturer narrative:
There was no patient involvement. Livanova (B)(4). Manufactures the s5 mast roller pump. The incident occurred in (B)(6). Pump serial read out analysis was performed and revealed an error stored into the microcontroller. This type of deviation could be stored in case of: - defective ad converter on the processor board of the control panel (most likely) - residues of dried fluid on the circuit boards - poor connection between control panel and the pump - the main switch of the mast panel is defective. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The unit was found to be working within specifications. Upon internal inspection the processor board was found full of dust. As precautionary measure, the processor board was cleaned as well as all contacts. Subsequent functional verification testing was completed without further issues. Moreover, the technician reported that the pump was used by the customer after the reported issue without any deviation (prior to the check performed and prior to the cleaning of the processor board). Thus, hardware malfunctions with the pump can be ruled out as cause of the event. Based on this information and on the feedback from the technical department, the most likely root cause of the reported event is a roller pump not correctly secured to its control panel.

Event description:
Livanova received report that a pump failure occurred whilst on cardiopulmonary bypass with a newborn arterial switch operation. The heart lung machine was setup with custom tubing pack and recirculating on itself all morning, without problems. When on bypass just after 1100hrs, the main arterial pump control panel went blank, and pump stopped. The customer turned off and turned on the device with no resolution of the issue and control panel disconnected and reconnected to pump module. Upon doing this, the pump control panel powered on again, cardiopulmonary bypass was resumed, and procedure could be completed. The customer swapped out the mast roller pump and its control panel. There was no patient injury.